Event description:
On (B)(6) 2015 the customer reported valve leaked when dilator was removed from the sheath. Air was seen in r atrium with fluoro after valve was leaking. Patient was stable throughout the procedure but it was concerning for a while.

Manufacturer narrative:
To date, the manufacturer does not have possession of the device. Without subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The manufacturer made several attempts to obtain additional patient, and event information, and the device by emailing the physician but was not successful. The event will be re-evaluated if additional information becomes available. There were no manufacturing rejects or anomalies recorded in the device history record. The complaint files of the device model were also reviewed, and no trend of the same or similar type was found or indicated.